Event description:
It was reported that during a da vinci-assisted surgical procedure, while the surgeon was dissecting tissue, a white insulation piece came off on one side of the harmonic ace instrument jaw and fell inside the patient. The fragment was retrieved during the same procedure, and it was thrown away. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and continued with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The harmonic ace instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. The instrument was found with the entire teflon pad removed from its insert slot. The missing material, approximately 0.42" x 0.10, was not returned. Failure analysis found the primary failure of the damaged teflon pad to be related to the customer reported complaint. Additional observation not reported by site: the instrument was found with surface damage to the curved blade. Scratch/abrasive marks were found on the curved blade. Damages to the blade are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage was detected by the generator with an error during the self-test.